Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00016.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached a pod packing coil in the target vessel through a non-penumbra microcatheter. The physician then attempted to advance two ruby coils through the same microcatheter; however, resistance was experienced and both ruby coils were removed. The procedure was completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ruby coil pusher assembly was bent in multiple locations along its length. The embolization coil was detached, the stretch resistant wire (sr wire) was fractured, and the proximal constraint sphere was visible inside the distal detachment tip (ddt). The embolization coil was unraveled and had several offset coils along its length. The introducer sheath had a clear, hardened substance in the distal tip, which prevented the pusher assembly from advancing. Conclusions: evaluation of the device revealed an sr wire fracture. Sr wire fracture is typically a result of forcefully retracting the coil against resistance, and will allow the embolization coil to detach from the pusher assembly. If an rhv is not used, the introducer sheath may not properly seat in the hub of the parent catheter. Attempting to advance the ruby coil while the introducer sheath is not properly seated could result in embolization coil damage, which could have contributed to the initial resistance felt by the physician. Further evaluation revealed bends in the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. Further evaluation also revealed an unknown substance blocking the distal tip of the introducer sheath. This substance is likely contrast or another solution used during the procedure. Since the ruby coil was reportedly able to advance out of its introducer sheath and into the non-penumbra microcatheter, the presence of the substance was likely incidental and is not believed to have had any negative effect on the outcome of the ruby coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00016.